Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported to zoll that the customer observed a lifeband error message on the lcd display of the autopulse when attempting to change the lifeband. No other information or patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4) was returned to zoll for evaluation. A visual inspection of the returned autopulse platform was performed and corrosion was observed inside of the platform. Additionally the front enclosure was damaged and the battery lock was bent. The autopulse platform is a reusable device and was manufactured in 03/07/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint of the platform displaying an error message. The platform archive log was reviewed and user advisory (ua) 45 (shaft not at "home" position occurred) error message was observed on (B)(6) 2016 which was the last power-up date of the platform. Functional testing could not be performed because the autopulse platform displayed ua45 upon power-up. Additionally, the display was missing a line on the lcd of the platform. The shaft was rotated to "home" position to remedy ua 45. In summary, the reported complaint was confirmed and root cause was due to the drive shaft not at "home" position when the autopulse was powered on. The platform was run on a test manikin for approximately 10 minutes and autopulse did not exhibit any fault or error messages.